Manufacturer narrative:
(B)(4). The device was returned for analysis. The needle to cuff miss was confirmed. The foot retraction issue could not be confirmed due to the condition of the returned device. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath following an intracranial interventional procedure. Reportedly, when removing the needle plunger after deployment, it was noticed that a cuff miss had occurred. There was resistance when trying to close the lever to retract the foot and it was not able to be retracted. A guide wire was reinserted. An attempt was made to remove the device from the patient anatomy; however, there was resistance noted. A cut down (nick and spread) was performed at the puncture site, the guide was cut with a surgical knife, and the device was able to be removed. A new proglide devices was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.